Manufacturer narrative:
Retainer = black. The device was returned for power loss alarm and pump error 60 alarm on event date 11/03/2021. Device passed the displacement test. Sleep current measurement and active current measurement within specifications. The history was download successfully using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. Detailed trace analysis did not confirm failed battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did not drop below 3.5v for consecutive 240 minutes. The long trace history confirmed pump error 61 alarm due to software error on 11/03/2021 18:35:18:00. The following were noted during visual inspection, cracked battery tube threads, broken belt clip rails and cracked case at battery tube side. The device p-cap / test reservoir locks in place properly. Device was not confirmed for power loss alarm anomaly. However, the long trace history confirmed pump error 61 alarm due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic stated that the insulin pump had pump error alarm and failed battery alert. Customer stated that they were able to clear the alarms but did not receive the rewind request. Customer also sated that the insulin pump had cosmetic damage. No harm were required during medical interventions. The insulin pump will be returned for analysis.